Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. On 09/01/2025, it was reported that the patient experienced a skin reaction, but no specific symptoms were reported and it would have occurred underneath sensor pod area only. According to the information available intravenous treatment would have been needed. No further information was reported regarding this. No other details were documented and attempts to contact the patient for more information were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.